Manufacturer narrative:
The reported event was confirmed through functional testing and archive data analysis of the autopulse platform (sn (B)(4)). The archive data was reviewed and revealed multiple user advisory ua 17 (max motor on time exceeded) error messages on (B)(6) 2018 and not on the reported event date of (B)(6) 2018. This confirms the reported event. The platform, upon receipt, found no physical damage. As part of routine testing during service, the device was examined and found that the drive shaft was defective. It was exhibiting binding and resistance. This observation is the root cause of the ua 17 error message. After replacement of the driveshaft motor assembly and clutch plate, the device was functionally tested with a large resuscitation test fixture, meeting the manufacturer's specification for device compression depth and compression cycle without any malfunction observed. The evaluation verified that the drivetrain motor brake gap was within the specification. A load characterization check was performed and confirmed that both load cell modules are functioning within the specification. Historical records were reviewed for service information related to the reported complaint and (B)(4) reported on (B)(6) 2017 was reported for the autopulse platform with serial number (B)(4) for a ua 17 error message. The ua 17 error message was confirmed during archive data review but was not reproduced during functional testing. The root cause could not be conclusively determined.

Event description:
The fire crew responded to a patient in cardiac arrest and deployed the autopulse platform (sn (B)(4)) without issue. The platform was used on the patient and performed continuous compression for approximately 5 to 10 minutes until experiencing several issues with the platform related to a battery error. Following this, the user ensured that the autopulse li-ion battery was properly inserted in the battery bay and restarted the platform. After an unspecified time, the platform displayed multiple alarms with prompts to check the lifeband and patient alignment. It was noted that the patient received immediate manual CPR each time troubleshooting was performed. The user decided to discontinue use of the autopulse platform. The patient received compression using another device (lucas) for approximately 15 to 20 minutes and manual CPR for approximately 35 minutes. The patient was subsequently pronounced dead. The reporter was unable to specify the cause of cardiac arrest and further information regarding the event.